Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. It was also reported that the customer was vomiting. It was reported that the insulin pump had multiple no delivery alarms. Troubleshooting was performed and pump did not pass the tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.